Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. Customer care reviewed general system behavior, including lag and early adjustment expectations, and advised the user to log bg values for better assessment. The case was escalated to the next level of support. The next level support staff determined that the system was still adjusting during the early wear period and that missing bg entries limited the ability to evaluate calibration effectiveness. The next level support level recommended that the user perform a sensor re-link and provided detailed instructions, including keeping the transmitter in place, allowing the system to re-initialize, and completing additional calibrations afterward so system performance could be monitored for three days. Multiple callback attempts and emails were made, but the user remained unreachable. Dms showed the system was being used with up-to-date glucose data, and the case was closed. B4.date of this report 19 feb 2026. D4.additional device information updated. G3.date received by the manufacturer? 19 feb 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 4111,4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 22.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.